Event description:
It was reported that a patient wasn¿t getting symptom relief and her device had been turned off since (B)(6). The patient¿s symptoms were better since turning the device off. She wanted the device removed. An explant was noted to be required as a result of the event. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received noted that there was not a 50% or greater symptom reduction. It was unknown if there was a loss of therapeutic effect and unknown if there was a loss of stimulation. The event cause was not determined. Reprogramming was not needed. The patient was insisting on having the device removed. The patient was scheduled for explant on (B)(6) 2014.

Event description:
Additional information reported the device was explanted because the patient was not getting relief from her implant. It was also noted there was less than 50% therapy relief, location was unknown.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 435135, serial# (B)(4), implanted: 2008 (B)(6); product type lead. (B)(4).

Event description:
It was later reported that explant was planned for (B)(6) 2015. The patient had no relief in symptoms. The patient status at the time of the reporting was noted as alive - no injury.